Event description:
Health care professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, missing shell (0-25%), white calcification, and crease fold. Leak test and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is sharp broken on radius assessed as an unidentified (tear) opening, and a missing shell due to inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.